Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose level was 175 mg/dl. Reportedly, the customer continued to use the pump and had manual injections available for insulin therapy.